Event description:
Pt had a replacement of breast implants in 1998. Pt has been having the following complaints since then: sternum pain, itchiness, eyes sting, lack of sleep, stress, and depression. Pt on antidepressants. Pt has 2 lumps on left axilla related to initial breast implants. Pt had biopsy of lumps during replacement and results came back positive for cancer. The implants have not been explanted yet.